Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a minor helium leakage from its helium tank. This issue was identified during a routine check before the device was used, and no patient was involved or harmed.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) troubleshot as per service manual. No errors logs or faults logs found. As per service manual performed all pressure and vacuum leak check steps for 5 min each 2x's, all pressures maintaining. No problem found. Product passed all functional and safety tests per factory specifications. Will leave unit in testing mode and so open for a couple days and check back with site contact.(B)(6) called site contact 06/28 bmet state no problems or issues reported. Call can be closed. Product passed all functional and safety tests per factory specifications.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a